Event description:
The customer reported to olympus that the colonovideoscope had a water leakage coming from the remote switch. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown if there was any delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation. In addition to what was reported in b5 it was found that the plastic distal end cover had foreign object. Additional non-reportable findings were as follows: due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value, the connecting tube had a scratch, the plastic distal end cover had a scratch; the scope connector cover unit had a scratch; the suction connector had discoloration; the suction connector had a scratch; and the protector of the universal cord on the suction connector side had a scratch, the universal cord had a scratch, the protector of the universal cord on the control section side had a scratch, the zoom lever had a scratch, due to dirt on the objective lens, there was a lack of image on the monitor, the flexibility adjustment ring had a scratch, the scope cover had a scratch, the switch box had a scratch, the forceps elevator lever had a scratch, and the forceps elevator knob had a scratch, the upward/downward angulation control knob had a scratch; the right/left knob had a scratch; and the control unit had discoloration, the control unit had a scratch, due to the clogging of the nozzle, the water removal ability does not meet the standard value, the adhesive on the bending section cover has a chip, due to the wear of the angle wire, the play of the upward and downward angulation control knob was out of the standard range, grip had a scratch, due to damage to the zoom (charged-coupled device), zoom does not work smoothly. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown whether reprocessing was practiced in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle and on the distal cover could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: instructions, operation manual for gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.